Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/09/2026, the patient¿s sensor detached from the patch during a shower. The patient did not have replacement sensors available, as he was using his last sensor at the time. Approximately three hours after the sensor detached, the patient began experiencing hallucinations. A fingerstick blood glucose (fsbg) check was performed by his wife, revealing 400 mg/dl. No treatment or medication was administered at that time. Approximately four hours later, the patient continued to experience hallucinations and was described as ¿out of it.¿ the patient wife then called 911. Upon ems arrival, a fsbg measurement showed 500 mg/dl. No treatment was administered prior to transport, and the patient was taken to the emergency room (ER). Upon arrival, another blood glucose test was performed; however, the value is not available (fsbg not recalled). The patient was diagnosed with diabetic ketoacidosis (dka), started on an insulin drip, and admitted to the intensive care unit (ICU). At the time of this report, the patient remained in the ICU. No cgm readings were available after the sensor detachment. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.